Event description:
It was reported that the pump did not recognize the cartridges, leading to a cartridge change error. There was no reported impact to the customer¿s blood glucose level as no information regarding blood glucose value was available. The pump, which successfully started and charged with no alerts during a system check, is being returned for further examination, and a replacement pump has been issued.